Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were not returned. Suture was not returned. The depth limiter was attached and adjusted fully forward. It was slightly creased at the distal tip. This is a symptom of probing and resistance from tissue. The delivery curve had been slightly exaggerated. The symptoms are consistent with difficulty reaching desired location. The device still cycled and actuated. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3)inadequate tissue conditions. 4) entanglement with other instruments or devices. 5)incomplete needle penetration through meniscus. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Event description:
It was reported that the t1 and t2 were deployed at the same time. The procedure was successfully completed using a back-up device which caused a 0-30 minute delay in the case. No patient injury or other complications were reported.